Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for interstim - other and urinary dysfunction/sacral nerve stim. It was reported that the patient had called to ask how long until she could get a replacement device. The patient stated that the ins was not working anymore and she was unsure if it stopped working due to normal battery depletion. No further complications were reported or anticipated.